Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral extrusion of the cuff preceded by scrotal cellulitis treated with antibiotics. A surgical procedure was performed to explant the aus, and the urethral lesion was repaired. There were no further patient complications reported. A reimplant surgery has not been scheduled yet.